Event description:
It was reported that through remote transmission, inappropriate auto mode switch episodes were observed due to far r-wave oversensing. Programming changes were made to resolve the oversensing. The patient was asymptomatic and stable after the event.